Event description:
Pt's infusion set cracked, resulting in insulin leakage. Rptr stated that, due to insulin leakage, pt's blood glucose increased to 511 mg/dl. Pt self-treated elevated blood glucose by changing their infusion set, and supplementing normal infusion therapy with a 5.5u injection of insulin. Rptr indicated that pt had experienced insulin leakage with several infusion sets, from this lot.